Event description:
It was reported that this right ventricular (rv) lead was explanted the day after implant due to being dislodged. The patient underwent a surgical intervention to reposition the lead, but had no sensing and high impedance. The lead was removed and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted the day after implant due to being dislodged. The patient underwent a surgical intervention to reposition the lead, but had no sensing and high impedance. The lead was removed and a new lead was implanted. No additional adverse patient effects were reported.